Event description:
An infusion pump that underdelivered during biomed testing. The facility representative stated that no medical incidents were reported on this pump,since that last baxter service event.